Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the adhesive peeling may have been due to stress from use, external factors, or handling. However, specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to pinhole on universal cord; adhesive on bending section cover had chipped; control unit, grip, up/down and right/left angulation lever plate, angulation lever, right/left lever, light guide connector, light guide cover glass, video connector, video connector case, switch 1 have scratched; video connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an air leak from gray codes while using the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, the adhesive part of the objective lens has peeled off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.